Event description:
Patient's pump was beeping air. Tubing was clamped and the pump opened. Tubing was held taut and flicked to allow the bubbles to move back up into the bag. Tubing then came apart right below the blue pump segment. (Circle that fits into the top of the pump. About 5-10 ml of methotrexate leaked out. Tubing was bent in half and then clamped. Another staff member came to help. Tubing was rinsed with saline and saved for further evaluation.